Manufacturer narrative:
A DHR review was conducted and confirms this device met manufacturing specifications prior to shipping from rti surgical. Inspection results for the plate observed cracks and excessive damage from mechanical instrumentation. Dimensional inspection passed with measurements meeting manufacturing specifications.

Event description:
It was reported to rti surgical on 4/19/2021 that a post-operative screw backout had occurred due to separation of the plate locking mechanism. Index surgery took place on (B)(6) 2020. Revision surgery was conducted on (B)(6) 2021.